Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the bending angle in up direction was out of specification due to wear of the angulation wire, the insertion tube was deformed, the control body was damaged, the universal cord was frayed, the connector block was corroded, the pinout was corroded, the distal end was heating up due to damaged circuit board unit in the endoscope connector, and the device identification was not displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a b30 error code (scope communication error) without ¿drizzle¿ image. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being submitted for the reportable malfunction of b30 error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During the device evaluation, the reported event (b30 error) was unable to be duplicated. However, based on the results of the investigation, it¿s probable that the event occurred due to the following: conduction failure of circuit board inside scope connector temporarily occurred due to moisture that invaded the subject device by the following. Stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. Temporary failure of ccd/circuit board inside scope connector by the following handling: system ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. Failure of the system. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.